Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The round piece of the oral-b brush head came away in her mouth; brush head completely broke away from the stem [device breakage]; no adverse event [no adverse event]. Case description: a mother reported via e-mail on 21-nov-2016 that while her daughter, age unspecified, brushed her teeth with an oral-b rechargeable toothbrush, version unknown, the round piece of the oral-b brushhead, version unknown completely broke away from the stem and came away in her mouth. No symptoms developed. 21-nov-2016 received reporter's follow-up e-mail: the mother submitted a picture of the product revealing the type used was an oral-b power oral care refill precision clean. She reported the brush heads were usually changed when they started showing signs of wear, and her daughter's brush head looked more worn than usual. The mother was not aware of the brush having been dropped, but stated it was possible. No symptoms developed.